Event description:
It was reported during in clinic follow up that the pacemaker exhibited noise. Fluoroscopy found no anomalies. The pacemaker was explanted and the noise issue resolved upon device replacement. The patient was stable and asymptomatic.